Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 7/9/2014, device evaluation: the lay user/patient¿s products have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination around u5 and battery contact at bat2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 8:00 pm, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. One hour after the use of the meter the patient reportedly experienced symptoms suggesting his blood glucose level was elevated; he did not provide specific details. The patient took the action of taking 14.0 units insulin via his pump; he did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique and test strips were correct and the meter¿s battery did not need to be replaced. The issue was not resolved with troubleshooting. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not suffer symptoms suggesting severe injury and denied seeking medical attention. However, as the meter power issue was not resolved this complaint is being reported.